Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low na results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated and higher results were obtained. The initial and repeat patient results were not retained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Prior to the event the ise system was calibrated and the qc samples were within established ranges. The ise is calibrated every 24 hours and whenever a low na drift is observed. A bci field service engineer (fse) replaced and repaired multiple parts. Fse decontaminated the ise system and performed preventive maintenance on the unit. No additional inquires have been reported since the fse visit.